Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reported issues with the connection between their libre 2+ continuous glucose monitor sensor and their pod. The pod and sensor would disconnect for about 6 hours, which causes blood glucose levels to run high. The patient's blood glucose levels were initially high but once medical attention was sought, levels dropped down to 214 mg/dl, while wearing the pod. Symptoms reported include high blood glucose. The patient was treated with insulin. The patient was released the same day ((B)(6) 2025) after 3 hours in the emergency room.